Event description:
The customer reported motor fault and hardware fault alarm continuously on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). The customer reported that they will not return the defective power supply board with lprinted circuit board for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.